Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium (na) results. The results were reported outside the laboratory; however, when the issue was noticed, the samples were repeated after the system was recalibrated, and the reports were amended. Therefore, there was no affect to patient treatment. The differences in results for all of the amended samples were within the precision claims of the assay. The customer technical specialist (cts) scheduled a service visit. On the following day, the field service engineer (fse) inspected the instrument and replaced the ise (ion selective electrode) preamp board and the drain valve assembly, and confirmed that the ise health check testing passed specifications. Finally, the fse verified instrument performance to ensure that the troubleshooting effectively resolved the instrument issue.

Manufacturer narrative:
The instrument issue was resolved after the fse replaced the ise preamp board and drain valve assembly. An additional medical device report was filed based on the same complaint as medwatch #2050012-2011-08613, beckman coulter, inc. Report identifier (B)(4). (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)